Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that, after intraocular lens implantation surgery, he noticed an uptick in a film/membrane that was non-cellular and can be opaque, seeing it at 1 month and often goes away but has had patients return at a year and still have it. He had been polishing the capsule more than usual to try to help. Additional information has been requested, yet no new information was received.